Manufacturer narrative:
Additional information added.

Event description:
According to the reporter, during a nephrectomy, the piece of retractor broke whilst inside the patient and a small particle from it. This was retrieved and no further pieces were left unaccounted for.

Manufacturer narrative:
(B)(4). Lot number was reported as psc055x, however that is not a valid lot number. The lot number may be either p5c0554x or p5c0555x. No additional information is available from the account. P5c0554x - manufacturing date 01-march-2015, expiration date: 31-march-2015. P5c0555x- manufacturing date 01-march-2015, expiration date: 31-march-2015. (B)(4).

Event description:
According to the reporter, a device had pieces fall off into the patient and that were retrieved.